Manufacturer narrative:
Lot history record review: there have been no other complaints of this type, and no reports of any tensile failures nor sheaths lodged in any vessel, lesion, etc. Life-to-date since initiating clinical usage. There are also no ncrs or related or potentially related ncrs associated with this lot, and the lot history record indicates no anomalies which warrant further investigation. All qc inspections indicated passing results, including sheath tensile strength. There have been no ncrs nor related manufacturing inspection trends (or any single incidents) historically with any lots due to sheath tensile problems, nor is there any applicable history or similar occurrences during any engineering verifications and validations, nor receiving inspection related discrepancies. In addition, the spc charts for the xt sheath tensile testing was reviewed, and there was no evidence of any adverse trends, historical failures, nor any data points below the specification or lcl (lower control limit). Review of returned sample: the sample has been returned for evaluation, however the evaluation has not been completed to date. Once the evaluation has been completed the findings will be submitted. Conclusion: based on the information supplied, and an initial assessment that occurred by the (B)(6) technical staff in (B)(6), and inclusive of dr. (B)(6)'s description, discussion with the sales representative in attendance, as well as review of historical field and in-process/qc evidence, the preliminary evidence suggests the sheath was subjected to excessive tensile loading/pull force due to anatomical characteristics of a highly scarred lesion in this patient. This lesion was seen as very difficult to advance the sheath through, and then was very difficult to then remove after the procedure; this risk of an extremely tight highly scarred lesion and resulting high tensile loads can affect other interventional products in a similar way. At this time, there is no evidence of quality or manufacturing related discrepancy, nor 'out of specification' or other non-conformance related issue. While the product investigation must be completed to conclude and verify this, the physician also stated he did not feel the product was effective in any way, however he did not certain design improvements (ie: lubricious coatings) would help when encountering lesions of this type. Frequency has increased by the severity of this event is not greater than usual.

Event description:
The trt renal infusion was successful, as there was no renal injury nor any rise in serum creatinine. However, after difficult sheath insertion, at the end of the case, the 5fr benephit xt sheath became lodged within a highly scarred region of vessel (at a location of previous surgery) and upon attempted sheath removal case, under severe tensile loading as the physician was attempting to remove th stuck sheath, the shaft broke. The physician was then required to complete additional endovascular work involving snares, additional guide wire manipulation and other maneuvers to recover the broken sheath component, and upon completion of the case, stented the vessel in the area of this lesion to restore full luminal patency. The physician reported that a piece of the fractured sheath may have remained lodged in the vessel, as such he stented this sandwiching any remaining sheath material under the stent, thus restoring vessel patency. Dr. (B)(6) reported that despite the difficulties, the final angiographic image was good, the patient was discharged without injury, and no other adjunctive treatment is required.